Event description:
It was reported that stent inadvertent deployment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 8x6mm, concentric and the de novo target lesion was located in the mildly tortuous and non calcified right superficial femoral artery. A 6x80x120mm epic stent was selected for use; however, it was noted that the proximal portion of the stent was opened prior to deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.